Event description:
Following a rotator cuff repair procedure, it was reported the patient had sustained a severe burn outside the surgical site. The injury reportedly caused infection, pain and scarring.

Manufacturer narrative:
The device was not returned for investigation and the lot number was not provided. Since the device was not provided, a complete investigation could not be performed. No conclusion can be made.